Manufacturer narrative:
Previously reported: a trilogy100 ventilator was returned to a third-party service center for foam replacement per field action: c&r 2021-05/06. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's air path kit replaced to address the issue. There were no foam particles observed during the evaluation. New information: correction to box e, the reporter country was incorrectly filed as spain. The correct reporter country is sweden.

Manufacturer narrative:
Previously reported: a trilogy100 ventilator was returned to a third-party service center for foam replacement per field action: c&r 2021-05/06. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's air path kit replaced to address the issue. There were no foam particles observed during the evaluation. Correction to box e, the reporter country was incorrectly filed as spain. The correct reporter country is sweden. New information: correction to box h, component code, remedial action and recall (z) number.

Event description:
A trilogy100 ventilator was returned to a third-party service center for foam replacement per field action: c&r 2021-05/06. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's air path kit replaced to address the issue. There were no foam particles observed during the evaluation.